Event description:
Started having nose bleeds and nasal congestion around this date. Stopped using the dreamstation CPAP and bought a resmed CPAP. Problem is getting better. FDA safety report ID # (B)(4).